Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated they passed out and was unconscious and was driven to the hospital by his wife. It was indicated that the patient did not have any symptoms prior to passing out. The patient was sprite and they slowly came to and then was given apple juice by a nurse at the hospital. That patient was released from the hospital after regaining consciousness. Additionally, the patient stated that the values on the cgm was between 120-180 point off but was unsure of what the values were at the time of event. At the time of contact, the patient was conscious and responsive. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.